Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer was leaking water at the site where the test kit connects. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation- the device was returned and given functional testing. During setup the device was found to have a leak from the plate clip area. Visual examination of the leak site showed the plate clip was loose due to a stripped screw. The investigation determined the damage to the screw and plate clip was determined caused by damage caused by user maintenance.